Manufacturer narrative:
Tf5509 indicates a inspiratory valve problem. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf 5509 occurred.

Event description:
Hamilton medical ag received the following incident description: tf 5509 occurred.

Manufacturer narrative:
Tf5509 indicates a inspiratory valve problem. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).